Event description:
It was reported that the customer received a no delivery alarm and a motor error alarm from her insulin pump. The customer's blood glucose at the time of the report was 77 mg/dl. When the customer changed her insulin infusion set, she received the no delivery alarm. She attempted to reprime and rewind, but received a motor error alarm. Standard troubleshooting was performed. The customer declined to return the product. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.